Event description:
Event description cpi received information that during the implant procedure of this lead adapter (model 6017) the flaps were not rolled down over the set screws. The system was exhibiting oversensing and inappropriate therapy. An invasive procedure was performed, the adapter was cleaned, medical adhesive was applied over the set screw, the flaps were rolled down and sutured. The report is on the model 0056/008486 because this the traceable product.